Event description:
Rptr had bilateral augmentation mammoplasty in 1977 with silicone gel. Both implants were ruptured prior to explantation in 1/95. She has mixed connective tissue disease, atypical neurological disease, frozen shoulders, chronic fatigue syndrome, organic brain syndrome, neurological tremar, chronic lung problems with wheezing & rhonchi. She was told they were completely safe & she could nurse future children. She was told they would last a life time. Her daughters have similar symptoms. No warning labels on pkg inserts. She complains of carpal tunnel syndrome, peripheral neuropathy, & sleep disorders & raynaud's phenomena. She has over 30 office visits & 1 surgery so far.